Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind. The insulin pump had a motor position encoder error alarm in the alarm history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck motor error alarm loop during bolus delivery and e70 alarm was confirmed in the alarm history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. All operating currents are within specification and passed displacement test, rewind and basic occlusion test. No unexpected low battery or off no power alarms noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.